Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one hour post implant the right ventricular (rv) lead exhibited an increase in threshold measurements, an increase in impedance measurement to 1700 ohms and loss of capture at maximum outputs in unipolar configuration. The boston scientific sales representative stated that there were no pauses in pacing greater than two seconds and the x-ray did not show that the lead had moved. However, a micro-dislodgement was still suspected and the lead was successfully repositioned seven days later. No adverse patient effects were reported.